Event description:
Patient called spontaneously to report that her freedom 60 pump broke while trying to remove syringe after completing hizentra infusion. Please see adverse event description: pump broke after completing infusion: no adverse effects: broken pump will be returned to pharmacy: replacement pump was delivered on 04/11. No additional information known. Reported to (B)(6) by: patient/caregiver.